Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be due to incorrect air blow direction causing drainage eye occlusion/blockage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient was hospitalized and had a bard foley catheter placed on (B)(6) 2021. It was stated that physiological sodium chloride solution was used for continuous flushing after bladder colostomy was done and also stated that the urethral catheter was occluded by blood clots and the treatment measures did not work. Finally, a new urethral catheter was indwelled, which caused no injury to the patient.